Manufacturer narrative:
Patient identifier: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date unk. Implant date: unk. Explant date: unk. Device manufacture date: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, into the patients left eye (os). The surgeon is planning to explant and exchange the lens for a longer lens. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: lens remains implanted with planned exchange on (B)(6) 2021. H6-investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim#: (B)(4).